Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 12-dec-2018. This spontaneous case was reported by a consumer and describes the occurrence of musculoskeletal pain ("joint and muscle pain (arms, knees, shoulders...)") In a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced musculoskeletal pain (seriousness criterion medically significant), memory impairment ("memory disorders"), sleep disorder ("sleep disorders") and fatigue ("intense persistent fatigue"), 1 year after insertion of essure. At the time of the report, the musculoskeletal pain, memory impairment, sleep disorder and fatigue outcome was unknown. The reporter provided no causality assessment for fatigue, memory impairment, musculoskeletal pain and sleep disorder with essure. The reporter commented: all investigations performed to find the cause of the pain were normal. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on an unknown date: normal. Nuclear magnetic resonance imaging - on an unknown date: normal. X-ray - on an unknown date: normal. Further company follow-up with the regulatory authority is not possible. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.